Event description:
Rv lead 7170q/52 (B)(4) was observed to have a >2500 ohm pacing impedance at generator replacement. Physician elected cap lead and implant a new rv lead while replacing generator.

Event description:
It was reported that the patient presented for a generator replacement. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.